Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on 2020-06-24 via medwatch # (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9269165. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of safety mechanism broke (safetyglide) with lot #9269165 regarding item #305945. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the safety mechanism on the bd¿ syringe with permanently attached bd safetyglide¿ safety needle failed and "flew off" when engaged after use. The following information was provided by the initial reporter: "when the safety was engaged on the bd safetyglide 1ml syringe, the safety flew off and didn't cap needle. Very big potential for needle stick. What was the original intended procedure? Numbing for IV. What problem did the user have: device failed."